Event description:
It was reported to boston scientific corporation in 2009, that a captivator ii was used during a colonoscopy procedure performed six days prior. According to the complainant, during the procedure, the snare opened too quickly and cut too fast. This did not allow for the appropriate application of cautery. Significant bleeding at the site accompanied this event and the patient had to be admitted. The procedure was not completed due to this event. The bleed was corrected and the patient was released to home and is reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.